Event description:
As reported by the user facility: during therapy customer notes tubing broke at y-site while running levophed, set was sited to be only 1 day old.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for investigation. Upon evaluation of the image, the sample was observed to be used. The reported issue was not confirmed to be a manufacturing defect. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A project has been initiated to address this recurring issue of valve breakage. This proposed solution involves the addition of a 4" tubing between the valve joint to mitigate stress at the connection point. Per the manufacturer, clinical staff should use caution when handling the valves. When attaching/detaching additional devices to the y-site, users should only grip the caresite valve and avoid squeezing the subassembly where the caresite and backcheck valve are bonded together. Design input requirement includes static and dynamic tensile tests, which applies force parallel to the fluid path to test connection point strength. However, based on clinical usage, excessive force applied perpendicular to the rigid-to-rigid connection increases the risk of port breakage. Although the exact root cause is unable to be determined, possible cause is due to increased force against the rigid-to-rigid joint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.